Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5114392. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse attempted to wake the patient but he was unresponsive. The patient's child called 911 and when emergency medical services (ems) arrived, he was treated with a bag of IV glucose. The patient regained consciousness and the bg was 48 mg/dl after treatment. The cgm read 400 mg/dl. There was no documentation of hospitalization. At the time of the report, the patient was fine but traumatized from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.